Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: there was no damage or peeling to the keypad. The ok key is not responding due to moisture damage. The up button, down button, and contrast buttons are responding normally. The keypad cover was removed, and there was no evidence of contamination on the key contacts. The bolus button was unable to be tested due to the ok button not responding. Unrelated to the original complaint, the battery compartment was found to be cracked and had a leak. Pump cover was removed, and moisture and corrosion were found on the keypad connector and in the battery compartment. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.